Event description:
It was reported there was a kidney infection. It was noted the patient's stimulation was working, the patient "feels the vibration" and was getting "some" therapeutic benefit. It was noted there was a lost or stolen patient programmer. It was also noted the patient had an appointment with their health care provider (B)(6) 2013. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v997632, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).